Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer became aware of an allegation that an end user developed asthma (new or worsening), lung disease, nose irritation, skin irritation, respiratory tract irritation and there was a report of patient death while using a rep dreamstation auto bipap. The device was returned to a third-party service center. During evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. In addition, the device passed the final test.

Manufacturer narrative:
The manufacturer became aware of an allegation that an end user developed asthma (new or worsening), lung disease, nose irritation, skin irritation, respiratory tract irritation and there was a report of patient death while using a rep dreamstation auto bipap. The device was returned to a third-party service center. During evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got corrected.